Event description:
Slip tip portion of intravenous line (IV) secondary tubing broken off in main line IV tubing line. This is the second occurrence of this happening in the last week or so. Found the packaging for the secondary tubing and pulled all of those lot numbers from the floor for now.